Event description:
An article title lumbar disc replacement from the journal of spinal disorders & techniques, vol. 16, no. 4, noted that one of the pts had previous discectomy prior to implantation of the prodisc-l. Pt experienced radicular pain and was treated with medication. The radicular pain improved after 5 months.

Manufacturer narrative:
Investigation could not be concluded, no conclusion could be drawn. No device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.